Event description:
Additional information was received that there was no patient involvement. The issue was discovered during a preventative maintenance (pm) inspection.

Manufacturer narrative:
Information received on 09-23-2019.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent flow and occlusion functional tests. The customer complaint was unable to be confirmed. The pump was noted to be noisy, and the worm coupling and gear were replaced, as well as greased inside coupling, clearing up the noisy operation. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that a smiths medical medfusion pump had noisy mechanism and inaccurate delivery. There were no reported adverse events.